Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.

Event description:
It was reported the output was found to be very different from settings. The battery was removed to check it and on reinstallation, device started to work normally. Upon full test, the rapid atrial pacing display and function were found not operating. It was also reported the rapid atrial pacing was not working and the outputs were out-of-specification. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was out of specification. It was also noted that the lower case was broken and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the interconnect flex. A full functional test was performed with no failures. Conclusion: could not verify customer event, or failure reported during service and repair of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.